Event description:
A case of pericardial effusion requiring intervention was reported during a left atrial appendage clouse (laac) procedure where the baylis medical company versacross rf wire (rf wire) was used for the initial transseptal puncture. Following completion of transseptal puncture, the rf wire was observed in the aorta on transesophageal echocardiogram (tee) probe imaging. The laac procedure was aborted, the patient was administered protamine. Cardiovascular surgery was consulted. A pericardial effusion was noted. Pericardiocentesis was performed and patient was stabilized. The patient was transferred to the ICU for monitoring. The next morning the patient was reported to have normal echo results and is expected to recover. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.